Event description:
It was reported to boston scientific corporation on september 11, 2008, that an endostat ii electrosurgical unit was used during an endostat ii procedure performed in 2008. According to the complainant, "the irrigation pumps comes on when pressing the foot pedal in bipolar mode [yet t] he switch is set to bipolar only [, not] irrigation. The physician was able to complete the procedure with this endostat ii electrosurgical unit. Although the patient's status is unknown, there were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The device has not been returned. A device evaluation is not available; therefore, the cause of the reported issue is undetermined.